Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that they called due to the tubing was leaking and the patient was on chemo. Per reporter, the patient was treated at the hospital. Per reporter, the leak was caused by the connection from the extension to the patient access coming loose. There was patient involvement and no patient harm/adverse event reported.